Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The mother reported that the user has not been able to hear with the device since (B)(6) 2020, but couldn't go to the clinic due to covid-19.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. Further in situ measurements show four channels with high impedance status already in 2019 due to undetermined reasons. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient_s mother reported that the child suddenly was unable to hear with the device since (B)(6) 2020. However, they couldn't go to the clinic due to covid-19. She did not report an incident of trauma, redness or inflammation over the implant site. The recipient had benefit before this event. Re-implantation is considered. However, a date for surgery has not been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's mother reported that the child suddenly was unable to hear with the device since (B)(6) 2020. There was a deterioration in hearing e.g. Not knowing where sounds came from, the recipient is bilaterally implanted. However, they couldn't go to the clinic due to covid-19. She did not report any specific incident of trauma, redness or inflammation over the implant site. The recipient had benefit before this event. The user was re-implanted.